Event description:
A 3mm diameter 12mm length ave gfx2 stent was inserted into the patient's arterial system via the right femoral artery. It is not known if the physician followed the instructions for use in regards to an undeployed stent. The stent remains within the patient's arterial vasculature. There was no additional clinical sequelae reported relative to the event, and no further info is available from the user facility.